Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm did not occur instead, the device alarmed ¿reload set!¿. A review of the event history log revealed reload set messages. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was not verified. The cause of the reload set was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. If a reload set were to recur it would not lead to a death or serious injury because this alarm occurs upon pump-tubing set-up (tubing loading). The issue may result in a delay of starting the pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, an air in line alarm did not occur instead, the device alarmed ¿reload set!¿. However, a review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.